Event description:
The physician was using the penumbra coil 400 32 x 60 standard coil via a 4f micropuncture and no microcatheter. The first coil detached without an issue. The second 32 x 60 coil was placed, but upon detachment, the detachment handle would not release the pull wire. The coil was detached without issue. The procedure was completed with a new detachment handle.

Manufacturer narrative:
Device investigation: results: the pull wire of the coil pusher assembly was caught in the jaws of the detachment handle. After disassembly of the handle, the proximal end of the tube-pull wire structure of the pusher assembly was observed twisted and jammed inside the handle. The detachment handle in its returned state was non-functional. The broken pusher assembly was removed. The unit was tested for pull force and throw distance on the production test fixture and met specifications. The handle is fully functional. Conclusion: the difficulty removing the pusher assembly noted in the complaint is confirmed. The bends in the proximal end of the pusher assembly suggests multiple actuations of the detachment mechanism. If after detaching the coil the handle was forced forward and actuated a second time, the pull wire tube would push against the internal structure of the handle and bend as observed. Given the number of bends in the proximal end it appears that the handle was actuated multiple times, each actuation drawing more and more of the pusher into the handle. The resulting wire knot made the pusher assembly difficult to remove normally. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be issued upon completion of the device investigation.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.